Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, they shoved the multiple use loading unit into the area demo adapter then ripped it out. Part of the mulu broke off into the adapter. There was no patient involved.